Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 170 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING: ACUTE MYOCARDIAL INFARCTION, RENAL, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, OTHER CARDIOVASCULAR REASON, INFECTION, HEMORRHAGE, HEART FAILURE, CARDIOVASCULAR PROCEDURE, STROKE, INFLAMMATORY/IMMUNOLOGIC, SUDDEN CARDIAC DEATH, NEUROLOGICAL, UNKNOWN, CARDIOVASCULAR HEMORRHAGE, NON-CARDIOVASCULAR PROCEDURE OR SURGERY, AND TRAUMA. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15-NOVEMBER-2021 ¿ 27-JUNE-2024. PATIENTS¿ MEAN AGE IS 83 YEARS, RANGING FROM 55 TO (B)(6) YEARS. 43% OF THE PATIENTS WERE MALE, 57% OF THE PATIENTS WERE FEMALE.

Manufacturer narrative:
170 EVENTS OF DEATH WERE REPORTED THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, INCLUDING DEATHS OF ACUTE MYOCARDIAL INFARCTION, RENAL, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, OTHER CARDIOVASCULAR REASON, INFECTION, HEMORRHAGE, HEART FAILURE, CARDIOVASCULAR PROCEDURE, STROKE, INFLAMMATORY/IMMUNOLOGIC, SUDDEN CARDIAC DEATH, NEUROLOGICAL, UNKNOWN, CARDIOVASCULAR HEMORRHAGE, NON-CARDIOVASCULAR PROCEDURE OR SURGERY, AND TRAUMA WAS REPORTED. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED. B2. THE DATE OF DEATH USED IS THE EARLIEST DEATH DATE. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. HEALTH EFFECT - CLINICAL CODE: 4580 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING EVENTS OF DEATH: CARDIOVASCULAR PROCEDURE INFLAMMATORY/IMMUNOLOGIC, NEUROLOGICAL. OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, RENAL, SUDDEN CARDIAC DEATH, TRAUMA.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;40572119,6/6/2023,5/2/2025,12/17/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/14/2022 in a 83 year old Female. On 06/06/2023, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,12/14/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41273449,8/16/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/15/2023 in a 83 year old Male. On 08/16/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,64.28,6/15/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41798176,8/24/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/09/2023 in a 82 year old Female. On 08/24/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,90,3/9/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41315976,9/7/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 91 year old Male. On 09/07/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,77.11,8/3/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;10191801,9/14/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 80 year old Female. On 09/14/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,61.7,8/2/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41076823,10/4/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/22/2023 in a 76 year old Male. On 10/04/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,50.1,6/22/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41319948,10/11/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/11/2023 in a 88 year old Female. On 10/11/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,55.85,10/11/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41516103,10/18/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/16/2023 in a 78 year old Male. On 10/18/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,108,10/16/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41451097,10/18/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/18/2023 in a 55 year old Male. On 10/18/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,55,Male,85.5,10/18/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41654417,10/19/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/16/2023 in a 88 year old Male. On 10/19/2023, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,63,10/16/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41392141,10/24/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/30/2023 in a 91 year old Female. On 10/24/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,75.3,5/30/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41657447,10/27/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/20/2023 in a 74 year old Male. On 10/27/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,85,10/20/2023,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;41302301,10/28/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/05/2023 in a 86 year old Female. On 10/28/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,62.2,9/5/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41735370,10/30/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/19/2023 in a 87 year old Male. On 10/30/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,74.5,10/19/2023,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;41892498,11/7/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/31/2023 in a 86 year old Male. On 11/07/2023, patient death was reported due to Neurological. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Neurological was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,68.1,10/31/2023,NI,2219,1802,2993,4755,4114;4119,3221,4315,NA,0;41478001,11/20/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2023 in a 89 year old Female. On 11/20/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,62,10/23/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41549266,11/26/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 83 year old Male. On 11/26/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,71.4,7/5/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41915471,11/28/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/28/2023 in a 80 year old Male. On 11/28/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,96.4,11/28/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41527699,11/29/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2023 in a 67 year old Female. On 11/29/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,77,11/7/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41786007,11/30/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/27/2023 in a 86 year old Female. On 11/30/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,112,11/27/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41256836,12/2/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2023 in a 76 year old Female. On 12/02/2023, patient death was reported due to Unknown. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Unknown was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,75.1,8/22/2023,NI,4580,1802,2993,4755,4114;4119,3221,4315,NA,0;41549309,12/3/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/10/2023 in a 84 year old Female. On 12/03/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,60.8,11/10/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41731874,12/5/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/08/2023 in a 87 year old Female. On 12/05/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,71,5/8/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42016020,12/16/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2023 in a 87 year old Female. On 12/16/2023, patient death was reported due to Stroke. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,57.2,12/12/2023,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;41774415,12/18/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2023 in a 85 year old Male. On 12/18/2023, patient death was reported due to Neurological. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Neurological was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,70.3,12/12/2023,NI,2219,1802,2993,4755,4114;4119,3221,4315,NA,0;41785995,12/22/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/14/2023 in a 74 year old Male. On 12/22/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,95.5,12/14/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41774423,12/30/2023,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/05/2023 in a 94 year old Female. On 12/30/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,51.6,12/5/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40572288,1/1/2024,5/2/2025,12/17/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/20/2022 in a 93 year old Female. On 01/01/2024, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,69,12/20/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41956973,1/10/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/10/2024 in a 71 year old Female. On 01/10/2024, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,57.6,1/10/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41731708,1/11/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/27/2023 in a 78 year old Female. On 01/11/2024, patient death was reported due to Hemorrhage. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,62.27,4/27/2023,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;41273230,1/15/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Male. On 01/15/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,77.1,8/8/2023,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41392804,1/20/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2023 in a 70 year old Female. On 01/20/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,102.4,6/27/2023,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;40878555,1/24/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 67 year old Female. On 01/24/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,61.3,4/24/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42024441,2/2/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/29/2024 in a 87 year old Male. On 02/02/2024, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,69,1/29/2024,NI,1969,1802,2993,4755,4114;4119,3221,4315,NA,0;41803783,2/5/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/28/2023 in a 91 year old Female. On 02/05/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,54.6,12/28/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41731171,2/11/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2023 in a 80 year old Male. On 02/11/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,97.8,12/4/2023,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42012899,2/17/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 01/04/2024 in a 83 year old Male. On 02/17/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,85.6,1/4/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41864745,2/22/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/12/2024 in a 78 year old Male. On 02/22/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,130.41,2/12/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41825979,3/4/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/26/2024 in a 80 year old Male. On 03/04/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,177.69,2/26/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41412998,3/5/2024,5/2/2025,12/17/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/21/2023 in a 70 year old Male. On 03/05/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Male,134.09,4/21/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41803823,3/7/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/04/2024 in a 83 year old Female. On 03/07/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,84.5,1/4/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41989129,3/9/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/15/2024 in a 80 year old Male. On 03/09/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,91,2/15/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41980161,3/10/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/21/2024 in a 89 year old Male. On 03/10/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,74.1,2/21/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42076884,3/10/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/05/2024 in a 87 year old Male. On 03/10/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,136,3/5/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42110917,3/11/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/07/2024 in a 63 year old Male. On 03/11/2024, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,63,Male,65.8,2/7/2024,NI,1969,1802,2993,4755,4114;4119,3221,4315,NA,0;42380353,3/12/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/29/2024 in a 85 year old Female. On 03/12/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,52.2,2/29/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42190447,3/15/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/26/2024 in a 82 year old Male. On 03/15/2024, patient death was reported due to Pulmonary. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,67,2/26/2024,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;42156136,3/16/2024,5/2/2025,12/17/2024,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/14/2024 in a 80 year old Male. On 03/16/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,135,3/14/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42294058,3/21/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/05/2024 in a 65 year old Female. On 03/21/2024, patient death was reported due to Stroke. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,65,Female,45.9,3/5/2024,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;42385698,3/21/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/20/2024 in a 95 year old Female. On 03/21/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,71.9,3/20/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40858011,3/25/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/13/2023 in a 96 year old Male. On 03/25/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Male,62.5,4/13/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42299670,4/2/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/20/2024 in a 89 year old Female. On 04/02/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,76,3/20/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41268147,4/3/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/05/2023 in a 87 year old Male. On 04/03/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,95.3,4/5/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42064171,4/8/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/28/2024 in a 86 year old Female. On 04/08/2024, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,53.3,3/28/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;34226994,4/9/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/09/2024 in a 88 year old Male. On 04/09/2024, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,76.66,4/9/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42087498,4/11/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/03/2024 in a 85 year old Female. On 04/11/2024, patient death was reported due to Neurological. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Neurological was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,81.5,4/3/2024,NI,2219,1802,2993,4755,4114;4119,3221,4315,NA,0;42737613,4/16/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/26/2024 in a 80 year old Male. On 04/16/2024, patient death was reported due to Trauma. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Trauma was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,66.36,3/26/2024,NI,4559,1802,2993,4755,4114;4119,3221,4315,NA,0;42126808,4/19/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/18/2024 in a 86 year old Female. On 04/19/2024, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,65.1,4/18/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42664865,4/20/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/03/2024 in a 77 year old Female. On 04/20/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,117.8,4/3/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41478805,4/21/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/18/2023 in a 91 year old Male. On 04/21/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,77,7/18/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42738192,4/21/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/26/2024 in a 89 year old Male. On 04/21/2024, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,81,3/26/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41095598,4/24/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/17/2023 in a 90 year old Male. On 04/24/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,78.9,7/17/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42736403,5/7/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2024 in a 93 year old Female. On 05/07/2024, patient death was reported due to Non-cardiovascular procedure or surgery. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Non-cardiovascular procedure or surgery was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,46.7,4/4/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42426973,5/9/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/09/2024 in a 86 year old Female. On 05/09/2024, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,46.4,5/9/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42145173,5/17/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/18/2024 in a 60 year old Male. On 05/17/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,73.9,4/18/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42455923,5/19/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2024 in a 81 year old Female. On 05/19/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,69.2,4/24/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42209229,5/21/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/14/2024 in a 76 year old Female. On 05/21/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,90.1,5/14/2024,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42292735,5/31/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/06/2024 in a 88 year old Female. On 05/31/2024, patient death was reported due to Pulmonary. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,44.9,5/6/2024,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;41467721,6/3/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2023 in a 73 year old Female. On 06/03/2024, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,99.3,6/27/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;42386187,6/8/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/30/2024 in a 74 year old Female. On 06/08/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Female,103.6,5/30/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42222068,6/16/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/08/2024 in a 82 year old Male. On 06/16/2024, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,69.9,5/8/2024,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;42396973,6/26/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/17/2024 in a 76 year old Male. On 06/26/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,61.9,4/17/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42415493,7/11/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2024 in a 81 year old Female. On 07/11/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,62.6,6/27/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41195351,7/15/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/17/2023 in a 94 year old Female. On 07/15/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,49.7,8/17/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42323391,7/19/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/31/2024 in a 94 year old Female. On 07/19/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,49.2,5/31/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41231818,7/26/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 81 year old Male. On 07/26/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,81.6,8/15/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41081132,7/29/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/15/2023 in a 86 year old Female. On 07/29/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,45.9,6/15/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;42535111,7/30/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2024 in a 96 year old Male. On 07/30/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Male,130.18,6/27/2024,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41496907,8/13/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2023 in a 90 year old Female. On 08/13/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,73.1,7/5/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41288970,8/28/2024,5/2/2025,12/17/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 81 year old Male. On 08/28/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,56.2,8/14/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;

Manufacturer narrative:
THIS REPORT IS FOR QUARTER 4 TIMEFRAME BETWEEN OCTOBER 1, 2024, AND DECEMBER 31, 2024. 80 EVENTS OF DEATH WERE REPORTED THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, INCLUDING DEATHS OF HEART FAILURE, SUDDEN CARDIAC DEATH, OTHER NON-CARDIOVASCULAR REASON, UNKNOWN, INFECTION, OTHER CARDIOVASCULAR REASON, CARDIOVASCULAR PROCEDURE, PULMONARY, HEMORRHAGE, NEUROLOGICAL, STROKE, ACUTE MYOCARDIAL INFARCTION, NON-CARDIOVASCULAR PROCEDURE OR SURGERY, TRAUMA. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. A RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENT. ALL REPORTED DEVICE AND PATIENT COMPLICATIONS ARE INCLUDED IN THE DEVICE RISK ASSESSMENT; THEREFORE, THE COMPLAINT IS A FORESEEABLE EVENT. THE CURRENT OCCURRENCE RATES CONTINUE TO REMAIN WITHIN THE DOCUMENTED RATES IN THE DEVICE RISK ASSESSMENT. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT ISSUE THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B3. DATE OF EVENT: DATE OF EVENT USED IS THE EARLIEST EVENT DATE. B5. DESCRIBE EVENT OR PROBLEM: CORRECTION - UPDATED TO INCLUDE # OF PATIENTS TREATED WITH NAVITOR OR PORTICO IN THE REGISTRY. D4. PRIMARY UDI NUMBER: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H1 - NO. OF EVENTS: CORRECTION - NUMBER OF EVENTS UPDATED TO REMOVE DUPLICATED INFORMATION. H6. ADVERSE EVENT PROBLEM: CORRECTION - ALL RELEVANT CODES FOR THIS REPORT ARE INCLUDED. H6. MEDICAL DEVICE PROBLEM CODE: UPDATE - 4580 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING ONE DEATH EVENT: UNKNOWN. H11. CORRECTION - UPDATE TO INVESTIGATION FINDINGS IN H11. H11. CORRECTION - UPDATED TO INCLUDE THE REPORTED QUARTER TIMEFRAME. H11. CORRECTION - UPDATE TO CVS FORM, COLUMN AD IN CSV FORM. H11. CORRECTION - UPDATE TO CSV FORM, COLUMN A UPDATED TO A STATIC NUMBER UNIQUE TO PATIENT.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 80 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING: HEART FAILURE, SUDDEN CARDIAC DEATH, OTHER NON-CARDIOVASCULAR REASON, UNKNOWN, INFECTION, OTHER CARDIOVASCULAR REASON, CARDIOVASCULAR PROCEDURE, PULMONARY, HEMORRHAGE, NEUROLOGICAL, STROKE, ACUTE MYOCARDIAL INFARCTION, NON-CARDIOVASCULAR PROCEDURE OR SURGERY, TRAUMA. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - (B)(4). THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 14 DECEMBER 2022 ¿ 27-JUNE-2024. PATIENTS¿ MEAN AGE IS 83 YEARS, RANGING FROM 55 TO 96 YEARS. 49% OF THE PATIENTS WERE MALE, 51% OF THE PATIENTS WERE FEMALE. AS OF (B)(6) 2024, 1936 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 584 PATIENTS WERE TREATED WITH THE PORTICO DEVICE IN THE STS/ACC TVT REGISTRY.